Event description:
It was reported that during use of the device for a neonatal patient on extracorporeal membrane oxygenation (ECMO) procedure, the patient had a transfusion reaction to fresh frozen plasma (ffp) and became hypotensive. They needed to give the patient fluid to raise the blood pressure. Looking at the blood parameter monitor (bpm), the hematocrit (hct} was 33% as the target value was to keep the hct above 35%. The doctor agreed that they could treat off the bpm, so they ordered 150 ml of packed red blood cells (prbc). During the transfusion they ordered a complete blood count (cbc) and the lab measured hct was 39%. The device was not changed out as the customer is still using but now referring to blood gas samples often. As of the clinical review on (B)(6) 2015, the patient was still on ECMO. The inaccurate hct did not delay the ECMO therapy and there was not a direct blood loss of the patient. Actual harm was not observed, but the patient did receive transfused blood based on the inaccurate. Clinical review: on (B)(6) 2015 clinical services spoke to the medical facility nurse (rn), who is the (B)(6) and ECMO therapy is under her direction. The rn understands the bpm is not indicated for ECMO or long term support,but her team have used the device to monitor circuit and patient condition continuously which helps identify early signs of oxygenator failure and/or patient status changes. With the bpm,they are able to reduce blood sampling times to every six hours and this helps reduce the loss of blood due to more frequent sampling. This is a neonatal patient,on ECMO,that had a transfusion reaction to fresh frozen plasma (ffp) a few minutes earlier and became hypotensive (low blood pressure). In addition,the patient had an elevated bilirubin level (quite common for newborns) but the level was not extreme. Fluid administration was required to raise the blood pressure and based on the bpm hematocrit (hct) values (bpm measured hematocrit= 33%), transfusion with red blood cells was started as target hematocrit was 35% as established by attending physician. During the slow transfusion of the ordered packed red blood cells (small volume administered),a complete blood count was ordered and the lab measured hct was actually 39%. The transfusion was stopped and the remaining red blood cells were discarded. The rn questioned clinical services on the accuracy of the bpm, with the new software (version 1.69). She stated that with previous software they could trust the bpm and the medical staff felt comfortable making clinical decisions (e.g transfusions) based on the bpm,as their ECMO lab sampling practices for neonates specified lab samples every six hours in order to conserve blood volumes in these very small patients. In this specific case, even though the lab measured hct was 39%,the bpm could only be adjusted to 38% due to the operating range reduction with 1.69. The rn stated that with the new tighter operating ranges and their concern for bpm accuracy, they will be changing their practice to perform lab samples more frequently which she stated is not ideal in these very small patients. The patient was still on ECMO as of (B)(6) 2015. The inaccurate hct did not delay the ECMO therapy and there was not direct blood loss of the patient,but some of the homologous blood (donor blood from blood bank) was discarded. Actual harm was not observed, but the patient did receive transfused blood based on the inaccurate data. The transfusion was not warranted as the actual hct was 39% and the target hct was 35%.

Manufacturer narrative:
The reported complaint was not verifiable. No product was returned to the manufacturer for evaluation. Perfusionist is claiming the monitor has hct inaccuracies after the 1.69 software was installed. The customer continues to use the unit, but now referring to blood gas samples more often. Diligence for unit return was not successful. No additional action will be taken at this time.